Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result of 230mg/dl as compared to another meter's result of 170 mg/dl performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.